Event description:
It was reported that the pt underwent a revision surgery in 2008 to remove a broken rod at l2-3. No pt complications were reported.

Manufacturer narrative:
Device has returned to medtronic for evaluation. Evaluation is currently is progress.